Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer states when they unplug the unit from the wall outlet the power loss alarm does not go off.